Event description:
It was reported that the patient had been hospitalized with hypo/hyperglycemia. The patient's blood glucose levels had dropped to 35 mg/dl while wearing the pod. Symptoms reported include confusion and sweating. Upon arrival of the paramedics the patient was treated with 50 grams of dextrose. The patient did not go to the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported required intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.